Manufacturer narrative:
Stationary foot skin.

Event description:
It was reported by service report that the plastic fowler has cracks in it and sharp edges were reported. No pt involvement or adverse consequences are reported.